Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus device remains implanted and an additional cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced dissatisfaction due to recurring incontinence, all components of the aus was explanted and a new aus 2 cuff, pump, and balloon was implanted.

Manufacturer narrative:
Device analysis: returned product consisted of a an ams800 pressure regulating balloon, two occlusive cuffs, and control pump. The ams800 occlusive cuff was visually and microscopically inspected, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number 72400162, 72400024, 72400098 serial number: null and null batch/lot number 945295013, 164199004, 160700001 model/catalog description belt cuff fgs 5.0cm, balloon fgs 61-70cm, control pump fgs.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus device remains implanted and an additional cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced dissatisfaction due to recurring incontinence, all components of the aus was explanted and a new aus 2 cuff, pump, and balloon was implanted.

Manufacturer narrative:
Additional product component: model number/catalog number 72400162, 72400024, 72400098 serial number: null and null batch/lot number 945295013, 164199004, 160700001 model/catalog description belt cuff fgs 5.0cm, balloon fgs 61-70cm, control pump fgs.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The aus device remains implanted and an additional cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.